Event description:
It was reported to philips that the device did not display the etco2 waveform. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.